Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 222 mg/dl at night and now 363 mg/dl. Customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. Customer stated the contacts on the battery cap was neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer reported that the display did not return after insulin pump restart. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to power connector not plugged in properly.